Event description:
The patient received a scs system including a percutaneous lead on (B)(6) 2010. It was reported that the lead was explanted and replaced on (B)(6) 2011 because of possible fracture. Follow-up by sjm representative confirmed the replacement lead had resolved the patient's stimulation issue. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.